Event description:
The patient's generator was interrogated and high impedance was observed. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Xrays were taken and no specific causes were provided. No known surgery has occurred to date. No additional relevant information has been received.